Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had tested positive for a titanium allergy about ten years prior to report. Two months later, it was reported that the patient had a pump explant due to the allergy. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.